Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2020 wherein the lead was replaced addressing the issue. No complications were noted during the procedure. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy around (B)(6) 2020. Diagnostics revealed high impedances on all contacts. Reprogramming was not possible. As such surgical intervention may take place at a later date to address the issue.